Event description:
As originally reported by distributor; the ventilator showed "system error" message and provided continuous audible alarm. The ventilator was then plugged into ac power source and was charged overnight. It was retarted again in the next morning and was running fine. Suddenly it started flashing all led screen and it switched user mode beteen "simv" and "spont" automatically. The user setting was also reset to factory default. Audible alarm constantly went off. The user now can not turn off the ventilator at all.